Event description:
10~15 blood leaks (number of patients were 10~15) were reported at hemodialysis treatment during a half year from 2005 to 2006 of some lots. But we could not get the lot info about the dialyzers except for one lot which was lot no w44p54. All leakages were observed visually, by the leak detector and the test strip. These dialyzers were reused 5~55 times. Each blood loss was 250cc~300cc because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. All patients were well and no medical treatment was given.

Manufacturer narrative:
We tried the investigation for data for the lot no (w44p54) which was informed to us. The 7,760 dialyzers of the lot w44p54 were delivered. Two similar complaints in this lot have been reported from other facilities. But these complaints did not submit MDR reports because each blood loss volume was a less than 100cc and patients had no health damage and no medical treatment. One product was available for our experimental investigation. Air pressure test was made on the product and air bubbling was observed. When a dye test was made in order to identify the place of leakage in the product, we observed a broken fiber near the d-nozzle. We investigated mfg and quality control records, including the leak test results for this lot and surrounding lots, and found nothing unusual.